Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 348 mg/dl. The customer's current blood glucose level was 310 mg/dl. The high blood glucose of the customer was treated with the manual injections. The customer was assisted with the troubleshooting. Based on the customer report in the troubleshooting the customer is alleging the possible pump under delivery. The customer also reported that the insulin did not exit during the fill tubing or run load reservoir process. The insulin pump will be returned for the analysis.